Manufacturer narrative:
On 14-jun-2023, mentor received additional information about the event: - a serial number (B)(6) was reported for both the patient¿s left breast prosthesis. This same serial number was reported for the patient¿s right breast prosthesis. Mentor will report the numbers as received. If clarification is received on the serial number, a supplemental report will be submitted. This report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2023-06229 for the report for the patient¿s left breast prosthesis. - the patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 200cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04-jul-2023, the mentor failure analysis lab received the device for evaluation and completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and it identified four (4) tears, tears a and b on the anterior view, and tears c and d on the posterior view, measuring approximately 0.1 cm, 0.1 cm, 0.2 cm, and 0.2 cm, respectively. A microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation, left breast ptosis. D6b explantation month, day, and year: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 330cc saline breast prosthesis (right breast prosthesis) and an unspecified mentor saline breast prosthesis (left device) when the right breast prosthesis deflated post implantation. Additionally, the patient developed grade ii ptosis in her left breast post implantation. The issues were diagnosed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2023. This medwatch report is for the patient¿s right breast prosthesis.